Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a feeding tube. The customer states that on (B)(6) 2009, the patient had a feeding tube inserted and was in place for 3 months. On (B)(6) 2009, the patient went to the doctor to replace this problematic feeding tube. During the exchange, the physician had complications and the internal part of the feeding tube broke inside the patient's stomach. The patient was transferred to the hospital for emergency services to extract the broken piece. General anesthesia was administered and a part of the broken piece was removed through the fistula (feeding tube passage). It was then necessary to extract the remaining part of the broken piece through the rectal canal with an instrument called a basket. The duration of the medical procedure was 45 minutes. The patient was discharged after two hours. Per a discussion with covidien's medical staff, we are unaware of why the physician decided to remove the detached piece of the device as opposed to allowing it to pass through the gastrointestinal tract. Covidien is unaware of the patient's underlying condition(s) that may have led the physician to make this choice.

Manufacturer narrative:
Submit date: 04/29/2010. An investigation is currently underway. Upon completion, the results will be forwarded.